Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pull wire was in the pusher assembly distal detachment tip (ddt) alignment feature. Coagulated blood was within the ddt. The coagulated blood was cleared from the ddt and the proximal constraint sphere was not present. Conclusions: evaluation of the returned pod8 pusher assembly confirmed that the embolization coil was detached and was not returned for evaluation. Further evaluation revealed that the pull wire was within the pusher assembly ddt alignment feature and the proximal constraint sphere was not present. If the pod8 is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, detaching the embolization coil. The pod8 embolization coil and the non-penumbra microcatheter identified in the complaint were not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), ruby coils, a non-penumbra sheath, a non-penumbra catheter, and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod coil through the microcatheter. While attempting to withdraw the pod coil from the microcatheter, the physician realized the coil had detached. The pusher assembly was completely removed while most of the pod coil remained in the hub of the microcatheter. The microcatheter was then removed and placed on the back table where forceps, the pod coil's pusher assembly, and a guidewire were used to remove the coil. The microcatheter was subsequently flushed and re-advanced. The procedure was completed using a pod coil, two pod pcs, and two ruby coils using the same microcatheter, catheter, and sheath. There was no report of an adverse effect to the patient.